Event description:
It was reported that the patient was not getting adequate pain relief and that the ipg was not charging. The patient underwent an ipg and paddle lead replacement procedure and was doing well postoperatively. The explanted ipg and lead were kept by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(4). Batch: 16985335.